Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (display blank,won't power on) was confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a shorted 1.8v power supply at pld (u1003) and a shorted 3.3v line at converter (u603) on the computer analog board. The r781 resistor was also found to be open. The root cause for the damaged components was unable to be positively identified. Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (unable to complete a baseline recording) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective monitor or electrode belt. Device manufacture date: sn (B)(4) - 12/4/2014. Sn (B)(4) - 01/17/2013.

Event description:
A us distributor reported that a patient's monitor was unable to power on and electrode belt was unable to complete a baseline ECG recording.